Manufacturer narrative:
Pump failed to boot up once installing aa battery, blank display was noted. Unable to perform the sleep current test, active current test, and self-test due to blank display. Test p-cap locks properly into the reservoir compartment. Pump was cut open to perform visual inspection and found evidence of physical damage on the electronic assembly. Found a cracked u6 chip on pcba 2. The following were also noted during visual inspection: scratched case, cracked keypad overlay, stained keypad overlay, and pillowing keypad overlay. Blank display was confirmed during testing due to a cracked u6 chip on pcba 2. Cosmetic damage at the belt clip rails was not confirmed, however, other cosmetic damage was noted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced a blank display while the insulin pump was vibrating, with the red notification light flashing and also reported clip broken few days ago. The customer reported no adverse event. The event involved product(s) mmt-1886. Troubleshooting was performed, including inspection of the battery compartment, battery cap, and insertion of a new battery; the display did not return after pump restart, and no visible damage was found. No harm requiring medical intervention was reported. The customer will discontinue use of the insulin pump. Mmt-1886 was requested and the customer response was that the device will be returned